Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had restarted itself. The customer's insulin pump was reportedly cracked where the threads of the battery compartment were. The customer explained that they had been going through batteries and that part of the screen at the top was gone as if the insulin pump was dead. The customer's insulin pump experienced a partial display. The customer's blood glucose was unknown. The customer declined troubleshooting. The customer was unaware of how the damage occurred. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instruction. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.